Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 130 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observation. No adverse patient effects were reported. It was reported that troubleshooting and further system evaluation was recommended for this dependent patient with comorbidities. Commanded shocks testing was performed which produced impedance measurements within normal limits. However, impedance was 146 ohms at follow up testing. A boston scientific technical services consultant documented and discussed the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 130 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observation. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. A series of electrical and mechanical tests were performed, and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out-of-range shock impedance measurement of 130 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observation. No adverse patient effects were reported. It was reported that troubleshooting and further system evaluation was recommended for this dependent patient with comorbidities. Commanded shocks testing was performed which produced impedance measurements within normal limits. However, impedance was 146 ohms at follow up testing. A boston scientific technical services consultant documented and discussed the reported clinical observations. It was reported that this device was subsequently explanted for normal battery depletion and was returned for routine evaluation. No additional adverse patient effects were reported.